Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump or additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a low battery alarm, which interrupted a patient infusion in the facility's general patient ward. The pump was swapped out and the infusion resumed on another device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information available.